Event description:
Customer's husband reported an incident of hypoglycemia requiring hospitalization at a time when the customer attempted, was unable to obtain a blood sample using her softclix lancing device. Caller was able to successfully use the device to obtain a blood sample while troubleshooting with manufacturer's product support agent. A request was made for the return of the product, replacement was sent.

Event description:
Reporter stated that, on 2 occasions, the lancet protruded from the end of the softclix lancet device after firing. Reporter noted that the patient experienced a small cut on the finger while trying to remove the lancet from the device. No treatment was required. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6). Corrected manufacturing site.

Manufacturer narrative:
The event occurred in a foreign country.